Event description:
Removal of bilateral silicone breast implants due to rupture, and encapsulation requiring bilateral breast ptosis and mastopexy. Original breast augmentation in 1978. Pt had complained of deformity, sagging, and left breast feeling hard with some discomfort on raising arm. Rptr has no info regarding the insertion and the explant physician's office has no info regarding the implant. Free silicone was noted within the capsule on both explants. A preoperative mammogram did reveal rupture. Pt has her explants.